Event description:
It was reported that this right ventricular (rv) lead was exhibiting low impedance measurements and high capture thresholds, the patient was dependent. The rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting low impedance measurements and high capture thresholds, the patient was dependent. The rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities other than cuts in the suture sleeve, likely explant damage and dried body fluid in the helix housing, which is normal for active fixation leads. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.